Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) generated loss of communication errors. There was no reported patient involvement.

Manufacturer narrative:
The covidien field service engineer (fse) received a graphic user interface (gui) printed circuit board (pcb) (gui pcb) reported to have generated a loss of communication error code. A visual inspection of the returned component was carried out, and no anomalies were observed. Functionality tests were performed by using a test ventilator, which was powered up, and the gui generated a ¿gui inop¿ condition as the display was blank, and the gui diagnostic light emitting diode (led) scanned from the center out, and back to the center. This indicated that the gui central processing unit (cpu) was in the download mode, and no operating system software existed on this board. An attempt was made to load the current software version, but the unit did not accept it. The root cause was isolated to component vr1, which was replaced, and the software was successfully loaded. The ventilator was tested and put into ventilation mode for a minimum of 24 hours. Upon review of the diagnostic logs, no errors and no alarms were observed during the running period. The ventilator continued to ventilate at the last entered settings. The reported malfunction was verified.